Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, after water intrusion in the battery compartment it was observed that the battery had leaked. Reporter stated that the battery was replaced but the new battery also appeared to be leaking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of black box data showed multiple unexplained power reset on the day of the complaint. Visual inspection of the pump found some cosmetic damages. Investigation found a couple of cracks at the threads area of the battery compartment and a leak test showed the pump was leaking where the cracks are located. Evidence of moisture intrusion was found inside the battery compartment. The battery cap was not returned and a test battery cap was used for the evaluation. The pump powered on and functioned properly. No power loss was observed. When the pump casing was opened, no evidence of moisture contamination was found inside the pump.